Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The causes of death were 3rd degree atrioventricular block, cardiogenic shock, and non-st myocardial infarction. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.